Manufacturer narrative:
Event date: exact date unknown, event occurred sometime in 2016. Explant date: 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 13533502. Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 14049279.

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were explanted due to an unknown reason. The explanted devices were not returned as they were discarded by the medical facility.